Event description:
Account reported that during a vein procedure, the physician noticed that the fiber of the vari-lase flex kit got hung up when passing through the y-adapter. The physician removed the fiber and found that the ceramic tip of the fiber was found to be cracked. No patient impact was reported by the account.

Manufacturer narrative:
Manufacturer is unable to determine when, where and how the fiber of the vari-lase flex kit was damaged, as the exact conditions of use of the device during this case cannot be confirmed. The initial report indicated that the fiber was cracked when pulled out of the tray, but additional information obtained from the account indicated that the account did not inspect fiber prior to use, and therefore could not confirm that the fiber was cracked within the tray as originally reported.